Event description:
It was reported that the customer was experiencing sensor issues. The customer tried to insert a sensor but the needle was gone. Advised that three replacement sensors would be sent. The customer's blood glucose was 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.